Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral pain and deformity post procedure. The patient states it hurts through upper chest area down to arm, muscle is retracted, implants are loose and no more support, and it feels like they dropped, heavy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.